Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g4, g7, h1, h2, h3 and h6 as reported, the 5f mynxgrip vascular closure device (vcd) had yellowing on the side arm tubing. There was no reported patient injury. The device was not used in procedure. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open. The procedural sheath was not returned with the device. The device was inspected, and no yellowing was observed on the returned device. The device was not returned in the original packaging. A product history record (phr) review of lot f1930101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿foreign material - in sterile package¿ was not confirmed during analysis of the returned device. The device was not returned in original packaging, and visual inspection showed no yellowing on the returned device. The exact cause of the reported evet could not be conclusively determined. According to the instructions for use, which is not intended as a mitigation of risk, ¿do not use if mynxgrip components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1930101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) had yellowing on the side arm tubing. There was no reported patient injury. The device was not used in procedure. The device will be returned for analysis.